Event description:
It was reported that the patient presented to the emergency room with chest pain. An interrogation revealed the right atrial (ra) lead triggered a lead warning for low impedance again.

Manufacturer narrative:
(B)(4)

Event description:
It was reported, by remote transmission and during the in-office interrogation, that the right atrial (ra) lead triggered a warning for low impedance. This impedance has been chronically low. The atrial lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: vedr01, implantable pulse generator, (B)(6) 2012; 402452, implantable pacing lead, (B)(6) 1998. (B)(4).